Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the following is likely to have caused the malfunction: component failure. The image noise was due to a break in the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image noise. The issue occurred during setup / inspection for use (in the room / before the patient). There was no report of patient involvement.